Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63-hardware low level failures. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. Customer reported receiving a pump error and advised the customer to discontinue use and switch to a replacement plan because the pump might be defective. No harm requiring medical intervention was reported. . The customer will discontinue the use of the device and product will be returned for analysis.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 63 alarms ((B)(6)) in the adapt tool fault main error log. On (B)(6) 2024 20:05:53.000 pump error 63 was verified in the fault error log for pump error 63. Unit successfully downloaded to thump. Per software engineer log it was determined that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay. Pump error 63 alarm was verified in pump download history and caused by twi interface on main/motor processor. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.